Event description:
A surgical technician reported 5 patients (no patient identifiers received) experienced toxic anterior segment syndrome (tass) following cataract surgery. This report is for one of three viscoelastics used. This report is filed as manufacturer report number 3002037047-2006-00057. The other manufacturer report numbers are: 3002037047-2006-00058 and 3002037047-2006-00059. Three cases were performed in 2006 and two cases were performed 2 days later. The two cases performed 2 days later were referred to a retinal specialist for injections. The facility has not identified a cause and is evaluating all possibilities. Facility indicates they are examining their instrument cleaning and sterilization process. Single use phace tips are re-used and instruments are flash sterilized in the o.r. Between cases. Additional information, including patient identifiers and outcomes, was requested but not received.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxiological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot.